Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were either hypersensitive or delayed in response. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/21/2013 with the following results: unable to duplicate delayed/hyper-responsive keypad. All keys responsive. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts. No contamination or any other anomaly found. Unrelated to the complaint, observed the text on the display screen is dim/faded and discolored upon start up. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text.